Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited bioburden as seen by borescope in the inner working channel. The bioburden was inaccessible. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the inspection identified scratches and peeling inside the biopsy channel wall. Based on the results of the investigation, the most probable cause of the reported failures found during investigation were damaged or deterioration of parts due to wear and tear, which led to traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.